Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report blood glucose excursion ranging from 453 mg/dl and 40 mg/dl. On saturday at 1 pm, the patient had elevated blood glucose reading of 453 mg/dl and was given correction insulin. The patient was very active that afternoon at a soccer game. By 3 pm, his blood glucose dropped to 40 mg/dl. No more information could be attained. Animas made 3 attempts to contact the reporter but was unable to get in touch with her. This complaint is being reported because the patient reportedly had blood glucose reading of 40 mg/dl while on insulin pump therapy. The animas product could not ruled out possible use error and intentional misuse associated with reported incident. Hence, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings: the black box data from the time of the alleged incident was unavailable for review due to continued pump use. The black box data started on (B)(6) 2016. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. No pump defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.